Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the burnout of the halogen lamp mounted on the lamp a socket due to the accidental failure of the halogen lamp or the life of it. This halogen lamp burnout might have resulted in the reported lamp error. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the subject device gave the error message "lamp error a". The field service engineer of olympus (B)(4)) checked the subject device on-site and confirmed that the reported phenomenon due to the failure of the lamp a, and then exchanged the lamp a to new one. After that, both lamps a and b functioned without problem. There was no report of patient injury associated with this event.